Event description:
Sales rep discovered receipt of mislabeled and mis-etched bone plate.

Manufacturer narrative:
Supplier corrective action has been issued to contract MFR responsible for production and labeling of devices in this lot. Entire lot has been recalled. Recall #3006460162-06-14-2012-001-r. Total of (15) devices. Eleven of fifteen devices are not accounted for, with ten of eleven devices in quarantine. One device is known to have been implanted. MFR's medical director, an orthopedic surgeon, is initiating contact with implanting surgeon to determine if any adverse events are attributable to the mislabeling. Four, unaccounted devices are being investigated per the recall plan.